Event description:
It was reported that during in-clinic check-up, the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were performed. There were no patient consequences.